Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged and it was impossible to pass the lead rotation to the screw. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.